Manufacturer narrative:
PMA/510(k) # k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a corrective action has been initiated to reduce occurrences of deployment difficulty for instinct plus endoscopic clipping devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used 2 (two) cook instinct plus endoscopic clipping device. It was noted more issues are being seen with the release of the clip from the casing in almost all cases, physicians are averse to "pull" after deployment. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.